Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported after the patient went to an amusement park, she began experiencing intermittent pain at the generator and electrode site. It was noted that the pain is not constant, but presents when her body is in a certain position. The device was interrogated and the lead impedance was noted to be within normal limits. It was later reported that patient was referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a full revision. The explanted devices have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation, corrected data: initial report inadvertently omitted code b20. H6 investigation findings, corrected data: incorrect code was inadvertently utilized in the initial report.

Event description:
Additional information was received from the physician. Per the physician, the reported events began in (B)(6) 2024. The physician's assessment regarding the cause of the pain at the generator site and electrode site was not provided. The patient's referral for surgery was noted to be due to or to preclude serious injury. The physician also stated the patient had x-rays taken at a different facility (the images were not provided to livanova). No known surgical intervention has occurred to date. No other relevant information has been received to date.